Manufacturer narrative:
The pump stoppages and short to shield were reported in medwatch MFR. Report # 2916596-2018-03267. Approximate age of device- 1 year, 9 months (calculated from date of manufacture). Manufacturer's investigation conclusion: no product was returned for evaluation. Evaluation of the submitted log files confirmed no external power alarms while the patient was supported by the mobile power unit; however, a specific cause for this finding and a direct correlation to the mpu could not be conclusively established. A direct correlation between the pump stop and low speed events and mpu could not be conclusively established through this evaluation. The submitted log file revealed that there was a no external power alarm on (B)(6) 2018 while connected to a mpu. The associated voltage levels indicated that the power to the mpu was lost. The pump operated on the backup battery (ebb) and the pump speed remained above the low speed limit during this event. No additional no external power events were captured. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient had a pump stoppage event on (B)(6) 2018 and the device had three low speed advisory alarms. Evaluation of the submitted log file, revealed a no external power alarm on (B)(6) 2018 at 3:00am that appeared to be the result of the power being lost from the mpu. Additional information was received that no cause was determined for the no external power event and the patient did not recall any such alarm. The mpu was replaced with a power module and ungrounded cables due to the short-to-shield and pump stop occurrences while on mpu. The mpu was not returned for evaluation.